Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) pacing rate was dropping below the lower set rate. The ipg remains in use. No patient complications have been reported as a result of this event.